Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger. Product ID 37751 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) ; product ID: 37751, serial/lot #: (B)(6). Analysis of the desktop charger (serial #: ) revealed that the connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a damaged desktop charger (dtc) cord. An email was sent to repair to replace the desktop charger. Pt called because they noticed yesterday, the insr screen showed the insr battery nearly empty. Further clarification revealed the connector pin was loose and tends to fall out. No symptoms reported. The caller stated they received the replacement dtc, but that hadn't seemed to resolve the issue and they had tried all saturday night to have the recharger charge, but sunday morning the recharger was completely out of battery. Caller confirmed green light of ac power supply was on. Pss reviewed insr to wr transition process. Email sent to repair to send replacement recharger in the meantime. The patient reported the recharger not taking a charge. Sent dtc, and replacement dtc did not resolve issue, and recharger was no longer powering on. No symptoms/complications were reported.